Manufacturer narrative:
The scanner appeared to be working, but it failed to connect to the workstation, and no data was displayed. Corrective measures are under review. And no harm occurred to the patient or user. No additional patient information has been received; if further information has been found follow-up MDR will be submitted.

Event description:
There was a delay in the patient's procedure because the scanner seemed to be functioning, but no data was displayed on the workstation screen.